Event description:
It was reported that the customer had issues with a box of reservoirs. The customer received excessive no delivery alarms. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Reliability analysis evaluated 2 sealed reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies and none were found. Occlusion test was completed as follows: reservoir filled with diluent, and connected to a new infusion set, installed reservoirs and connector into the insulin pump and performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.